Event description:
A model d arc was supplied to the hospital in error for use with their model g stereotactic frame, causing measurement errors during stereotactic procedures. The error was not realized by hosp personnel until after a reported five pt treatments during the period of june 9, through june 27, 1997. As of this report, no negative outcomes were attributed to two pts; one pt undergoing a biopsy resulted in an ineffectvie biopsy; and the status of two pts is unk as of this date.